Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulstatility index (pi) events but was unable to confirm low flow alarms. A specific cause for the pi events and reported low flow alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained approximately 30 minutes of events from (B)(6) 2024, with newer pulsatility index (pi) events overwriting older log file data per design. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also explains "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. Section 7 of the IFU explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to a hospital, reporting lower flows than normal with low flow alarm noted on (B)(6) 2024 morning, and frequent speed drops to low-speed limit. Pulsatility index (pi) was noted to reach 12.0 also. No changes in power were reported. Mean atrial pressure (map) was 80-82. A computed tomography angiography (cta) was obtained. Lactate dehydrogenase (ldh) was at baseline. A transthoracic echocardiogram on (B)(6) 2024 showed left ventricle was dilated and normal wall thickness. It was noted systolic function was severely reduced with a visually estimated ejection fraction (ef) of 10 -15%. Inflow cannula was visualized and oriented towards the mitral valve. Septal position was mildly shifted towards the right ventricle. Right ventricle appeared to be dilated. It was also noted mild transvalvular regurgitation. On left ventricular assist device (lvad) support, the aortic valve did not open. Inferior vena cava (ivc) diameter was less than or equal to 21 mm and decreases less than 50% during inspiration; therefore, the estimated right atrial pressure was intermediate (~8 mmhg). Ivc showed systolic flow reversal. Log files did not capture any low flow alarms as it was overwritten by the pi events. The event log captured persistent pi events all throughout the log on (B)(6) 2024 from 11:27 to 11:55.